Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02350.

Event description:
On (B)(6) 2018, the patient successfully underwent a thrombectomy procedure to treat a pulmonary embolism (pe) using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). There was no reported complication during the procedure. On (B)(6) 2018, a magnetic resonance imaging (MRI) was performed which revealed cerebral infarcts. The cerebral infraction was reported to be an serious adverse event related to the indigo system and the index procedure. This event required hospitalization or prolonged the patient¿s hospitalization and is unresolved as of (B)(6) 2018.